Manufacturer narrative:
Concomitant products: 6947m62, lead, implanted: (B)(6) 2014; 419488, lead, implanted: (B)(6) 2014.

Event description:
It was reported by the patient that after they placed a magnet in their shirt pocket a few days ago and their cardiac resynchronization therapy defibrillator (crt-d) toned. Patient removed the magnet but indicated they have since been feeling more skips and an irregular heart rate than before the magnet application. Patient also reported that their heart rate was now below that programmed and their blood pressure is higher. Follow-up with the patient's clinic indicated that since a device remote transmission three months before the patient call where no product performance concerns were seen, the clinic has not heard from the patient. The clinic indicated they would contact the patient regarding the questions raised. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.